Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 10/12/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/20/2016 with the following findings: a review of the black box revealed no evidence voltage fluctuation or any activity outside of normal use. There was no damage found to the battery compartment or battery cap. The battery cap secured to the pump and maintained electrical connection. During testing, the ¿ez-prime¿ steps were performed correctly; all current draws met specification. The pump¿s cover was removed; no intermittent conditions were found to the printed circuit board or the continued glucose monitoring module. No overheating occurred during testing; therefore, the reported ¿temperature¿ complaint was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).